Event description:
It was reported that before surgery the pt had been affected with pneumonia, as a result of treatment they were making good progress, then underwent a replacement of the hip component. Simplex was mixed for 2,3 minutes and the surgeon injected the cement with the biomet cement gun. It took 8 minutes to complete suture, then pt was transferred to ICU and experienced cement rejection. The pt had a cardiac arrest.